Manufacturer narrative:
All the information we have is stated in the report we received; however, it includes an incorrect product reference and an incorrect lot number. We have tried to reach out for the patient to have further information, but we had no answears therfore we do not have enough informations to investigate further.

Event description:
We have received a report stating that a patient had a novastep screw (peca compressive 4.0 x 60mm-sn/a, lot number h0177a) implanted. Due to the pain experienced by the patient, a verification was performed, which led to the discovery that the implant had broken. A revision surgery is planned. No further details have been communicated to us. MDR report #: mw5178935. We belive a mistake have been made the screw would be: beveled compressive implant ø4 lg60 that would be the following ref: ps050160. Another detail that we would like to clarify we do not have such lot number, the lot number h0177a does not exist for our products, the closest batch number would be: h01775. Therefore, we are unable to investigate this issue, as we do not have the correct reference or the appropriate lot number.